Event description:
Our synergy health single basin set had a hole in the outer wrap. The basin was taken off the field and replace with a new one and a sterile field was established before patient entered the room.